Manufacturer narrative:
Investigation results: the complaint of a damaged vent plug was confirmed from the four photographs that were provided for investigation. The photos showed what appeared to be a burr, flash, or deformation at the tip of the vent plug. The implicated lot was manufactured on line 3. During manufacturing, damage to the tip of the vent plug may occur due to incorrect processing parameters and misalignment between the vent plug and luer adapter. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port have burrs/plastic pieces. The following information was provided by the initial reporter translated from chinese to english: april 14, 2022 the type of product itself batch goods quality defects, found that a number of indwelling needles in the connecting tube joints have plastic burrs, plastic pieces, very easy to fall off, there is a considerable chance of falling into the needle, there is accompanied by the risk of the contrast agent rushed into the patient's blood vessels, and some of the indwelling needle needle breakage situation.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.